Event description:
It was reported that during an atrial fibrillation ablation (af) procedure, the physician was using fluoroscopy, and the atrial lead was determined to be dislodged. The dislodgement was associated with loss of capture and sensing inconsistently. The atrial lead was capped and replaced after the af procedure on (B)(6) 2025. The patient was stable throughout.